Event description:
The hospital report that during an implantation of a fusion bioline 6mm-60cm supp peripheral for femoral-poplital bypass procedure, the surgeon reported that the graft layers separated where he cut it. The surgeon said it was difficult sewing the ptfe layer to the artery. It appeared the separation occurred at the point where the ring had been uncoiled/removed. The hospital reported no patient effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. There was no nonconformance recorded in the lot history which would be considered related to the reported event. There are no other similar complaints reported against this batch. (B)(4).